Event description:
The pump was received with report "comes on by itself". Information was not provided regarding whether or not the device was in use on a patient when the reported situation occurred. No additional details are available.